Manufacturer narrative:
Product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387040, lot# v009174, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
It was reported the health care professional wanted to remove the lead and extension to perform an MRI for re-placement of the lead. It was either to try and get another location or the patient might have had a bad lead. The week prior the patient had an implantable neurostimulator (ins) and lead replacement surgery. Something had happened to the system but they were unsure what but it was stated to not be due to normal battery depletion. Additional information received reported the entire system was removed and replaced. The placed they lead in a different area of the brain from the previous lead. The system would be turned on in approximately 4 weeks by their doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.